Event description:
Complainant alleged that while attempting to pace a 62-year-old male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: zoll medical corporation evaluated the device and multifunction cable, with slight damage and the device performed to specification. The device was put through extensive testing without duplicating any fault to the device. The device was recertified and returned to the customer. Review of the device logs showed the ECG via the defibrillation pads initially had a good signal, but it deteriorated, possibly due to the pads not coupling well to the patient. Communication with the zoll representative indicated the end user utilizes zoll stat-pads and confirmed with the facility that the patient did not have an internal pacemaker. It is noteworthy to mention, the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry. Analysis of reports of this type has not identified an increase in trend.